Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with normal operating currents. There was no unexpected replace battery now alarm or failed batt test alarm in the long trace and pump history noted. Low battery alarm, replace battery alarm and power error 25 alarm confirmed in the long trace. Detail trace analysis confirmed that the insulin pump alarmed low battery, replace battery and then alarmed pump error 25 was triggered when the backup battery unloaded voltage (unloaded vlith) was less that 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. The insulin pump error 63 alarm (variableinfo=3) during self test and confirmed in the pump history due to cold solder joint on u1 keypad assembly. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, cracked case corner of the belt clip rails near the battery compartment and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump did not alarm low battery prior to replace battery now. The customer's blood glucose was 7 mmol/l at the time of incident. Troubleshooting was performed. It was reported that the issue recurred more than once. The insulin pump was returned for analysis.